Event description:
Spacelabs rec'd a report that a loud "popping" sound was heard with smoke observed while a spacelabs pt monitor was in use on a pt.

Manufacturer narrative:
The subject device was returned to spacelabs for investigation. The failure was identified as a burned capacitor on the circuit board. Review of available data did not identify any similar complaints. Data does not indicate that this malfunction is part of a trend. We consider this malfunction to be an isolated event with no further corrective action or investigation needed. No one has been injured as a result of this malfunction. We have concluded that no further action is required and consider this issue closed.